Event description:
Caller reported a cgm error 42 with their sensor. No adverse impact to the customer's blood glucose level was mentioned. Technical support provided instructions for a pump reset, and after performing the reset, the cgm error was resolved. The caller was able to successfully start their sensor session.